Event description:
During a surgical procedure, the user facility reported that channel one of the device was leaking during a procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a surgical procedure, the user facility reported that channel one of the device was leaking during a procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.